Event description:
An implantation of the subject ICD lead was attempted on (B)(6) 2009. After positioning the distal tip of the lead at the apex of the right ventricle, the fixation helix would not extend with two different stylets. The implantation procedure was completed utilizing another ICD lead.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The analysis is pending.